Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient receiving unknown baclofen (2000 mcg/ml) via an implanted pump. It was reported the patient's pump was interrogated and the pump showed a reset occurred. The logs showed a reset which occurred on (B)(6) 2019. The patient was hard to evaluate and was in a motorized wheel chair. The caller was unsure if anyone had hear the pump alarming. The caller checked all fields for accuracy and the only change was to the infusion mode. Discussed with the caller to consider dosing as it relates to the pump being in min rate mode since the (B)(6) 2019 time frame. Discussed monitoring the pump for further resets, discussed playing the audible alarms on the pump. Discussed pump resets. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported no cause was determined as the patient lived in a facility with many care givers. The pump was reestablished with simple continuous and the doctor turned the pump back up. It was noted the issue resolved. The patient's weight was unknown.